Event description:
Blue tube (sleeve) broke after placement while it was being pulled through the transobturator space. Procedure completed with 2nd gmd sling.

Manufacturer narrative:
Method: product not yet received for evaluation. Results: product not yet received. Conclusions: unable to determine at this time. If additional information is received, supplemental MDR will be submitted.